Event description:
Additional information was received from the patient. They called back to report they had been having issues with their bladder retaining urine. The patient mentioned they noticed a very slight improvement in their symptoms. When asked if they had 50% or greater symptom improvement, the patient confirmed they were not at 50% yet. The patient mentioned the only change that was made to the therapy was a decrease. Therapy information and general programming guidance was reviewed with the patient. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they were having on and off problems with retaining their urine since implant and thought maybe it might be something with the bladder stimulator. Patient said they had seen improvement but they were also retaining urine and today they had 8 hours without going to the bathroom. Patient requested assistance accessing the therapy to decrease the stimulation. Reviewed therapy information and general programming guidance. With instruction patient connected to implant and decreased the stimulation. Patient would maintain stimulation level and would continue to track symptoms. Redirected to doctor if issue persists. Patient reported urinary symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.